Manufacturer narrative:
Investigation result: one mz1000 sample was received without packaging for investigation; the sample was received connected to an unknown 10ml nacl syringe with some clear residual fluid. The customer feedback states "it was reported that the valve inside the housing would not return to its original position. This product had been installed in a cicc (july 19th until the incident occurred august 6th). A pre-filled luer lock syringe was used to lock the hepatocellular carbohydrate (hcc). Upon removing the syringe, blood reflux was observed, and the valve inside the housing was not returned to its original position. The fluids being injected through this product were b-freed and hepatocellular carbohydrate." Additional information noted that the maxzero was in use for 19 days. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was then subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe, as well as with the returned syringe; no occlusion of flow was observed throughout testing, furthermore, no leakage was observed during pressure testing. In all instances, when the connecting product was disconnected from the maxzero, the piston returned to its closed position without delay. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed the likely lot number to be 25017279. A review of the production records for lot 25017279 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance the customer confirmed that the mz1000 component had been in use for 19 days; please note the directions for use state 'change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations.' A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter: this product had been installed in a cicc ((B)(6) 2025 until the incident occurred (B)(6) 2025). A pre-filled luer lock syringe was used to lock the hepatocellular carbohydrate (hcc). Upon removing the syringe, blood reflux was observed, and the valve inside the housing was not returned to its original position. The fluids being injected through this product were b-freed and hepatocellular carbohydrate. Additional information received from the customer: please confirm how long the mz1000 sample had been in use for prior to the issue occurring? E.g., did this happen after the first connection or had the valve been accessed multiple times previously? The period is as stated, 19 days: (B)(6) 2025. It was accessed multiple times within the period listed on the left and occurred on (B)(6) 2025. Please confirm the method of administration, e.g., manual, or via a syringe pump. Dosing method at the time of occurrence ¿manual¿. Please confirm if any physical damage or deformity was observed to the mz1000? Unknown. Please provide further details of the pre-filled syringe being used (manufacturer/brand, model ref, etc.). (B)(4), for 10ml heparin lock.